Event description:
Gram positive cocci septic reaction of knee [arthritis bacteria]. Case description: spontaneous report was received on (B)(6) 2013 from a physician assistant via a medical science liaison regarding a male patient (age not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection (route and dosage regimen not provided). The lot number of synvisc was not provided. On an unspecified date, the patient developed a septic reaction and it was further reported that the patient grew gram positive cocci. On an unspecified date, the knee was washed out and the patient was fine. The action taken with synvisc treatment was not provided. The outcome for the event of gram positive cocci septic reaction of knee was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc and the event was not provided by the reporting physician assistant.

Manufacturer narrative:
Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.